Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient is experiencing pain in her total hip replacement. After one and half yr of surgery, patient advised surgeon of severe pain with and without weight bearing. Patient is also experiencing squeaking and scraping in her hip. Started out around once every few weeks, but over the last 6 months, it has become a constant pain and grinding with any motion. Patient is seeing a different surgeon and will have a revision surgery in 2008."